Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6). Device evaluated by manufacturer? No product returned.

Event description:
It was reported the patient received the following results within 15 minutes: 35 mg/dl (lot 498200) and 78 mg/dl (lot 498181).